Manufacturer narrative:
Zoll medical corporation has received the electronic ECG event data and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device did not return a "shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.